Event description:
Related manufacturer reference number: 2017865-2022-02326, 2017865-2022-02327. It was reported that a patient presented on (B)(6) 2022 with a pocket infection days after initial implant of a pacemaker system. The patient was also reported to have a fever, as well as swelling of the device pocket. The entire system, including their pacemaker, right ventricular lead, and right atrial lead were all explanted. The patient was recovering post-procedure.

Event description:
New information notes that vegetation was noted on the patient's right atrial and right ventricular leads.

Manufacturer narrative:
Visual examination found no malfunctions. Analysis was normal. No anomalies were found.